Manufacturer narrative:
The root cause is attributed to a faulty searchlight sensor which caused communication failures between pot and encoder.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in-house testing. System logs show the 23008, p1=3 error was found indicating pot to encoder error fault on the axis 3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 23008 was present during power up. The unit was then installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the axis 3 searchlight printed circuit assembly (pca). During testing, the axis 3 searchlight pca was aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the axis 3 searchlight pca was found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23008 occurred on universal surgical manipulator (usm) 4. The tse confirmed error 23008 in the logs. The site disabled usm 4 to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred on event date (B)(6) 2025. The procedure was completed robotically with da vinci system with the remaining three usm arms. There was no patient injury due to the issue.